Manufacturer narrative:
An isi technical field specialist (tfs) performed a field evaluation at the site. The tfs resolved the reported system error code issue by replacing the remote arm controller (rac) 3 on the patient side cart (psc). The tfs then tested the da vinci surgical system and verified that it was ready for use. The rac was returned to isi and evaluated due to a system error code 25580 which means the hardware health monitor found a measure value out of range. Visual inspection found the rac had contamination with blood stain that caused the problem. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci procedure, the surgical staff encountered a system error code 25580. A system error 25580 is a non-recoverable fault. The technical support engineer (tse) walked customer through removing the instruments and performing multiple power cycles with breaker/emergency power off (epo) reset at the patient side console (psc); however, the error would not recover. The surgeon decided to convert to another da vinci system due to the error 25580. The procedure was completed with the other da vinci system. There was no patient injury reported.